Manufacturer narrative:
G2: country of origin - india h3: product analysis: part # 2922245; lot # 12lx visual and macroscopic inspection revealed the inner threads of the attachment area have been stripped. The damage appears to be from torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for olif procedure. It was reported that the cage did not have an engaging thread with the instrument for cage placement. The product did not come in contact with patient as the cage was not loading onto the inserter. There was no patient involvement reported. There were no further complications reported regarding the event.